Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate high results. The reporter noted that the subject meter reading was "173" mg/dl. No further information was available. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.